Event description:
This report is to advise of a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. During visual inspection it was noted that the catheter had been bent between electrode rings 2 and 3. The shaft material had been fractured at this location. No other visual anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.